Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4)

Event description:
Further, the pump and catheter were noted to be implanted in 2007. The explant date, (B)(6)2014, was now provided and it could not be determined as to when the catheter became disconnected. The products were returned for analysis.

Manufacturer narrative:
Concomitant products: product ID 8709000002, serial # (B)(4), product type catheter. (B)(4).

Event description:
It was reported that at its planned replacement surgery (normal battery depletion) it was discovered that the catheter was disconnected. The catheter could not be found at the pump site and it was unclear as to how long the catheter had been disconnected. Reportedly, they had always withdrawn a little more than expected at each refill, as well, with this pump. The reporter stated the pump was ticking but it was not alarming at the time of the report. The patient had grown and his belly has grown larger. It was concluded that the patient did not need baclofen so they never followed through with the pump replacement. The patient was currently being monitored. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report. It was further noted that the specific volume discrepancy values were unknown as well as it was unknown how the patient was currently doing.

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly. Analysis of the catheter revealed a significant anomaly. There was a tear in the catheter end caused by the metal pin of the pump connector poking through seen after removal of the strain relief sleeve.